Event description:
The complainant is the spouse of an insulin dependent diabetic. The spouse states that in 2001 the patient tested blood glucose with the glucometer elite system and received a result of "lo" (results less than 20 mg/dl). The customer was taken to the hospital and a short time later the patient's blood sugar was 1069 mg/dl. While in the hospital the customer suffered a heart attack. While on the phone the operation of the system was reviewed. The customer was using elite sensor lot number 0c05hc expire dated 09/2001. The patient did not have a check sensor or control solution. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.